Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of myocardial capture with asystole of less than two seconds. It was also observed that the pacing thresholds of this lead increased along with low amplitude. It was reported that this lead had moved. A revision procedure was done in which this rv lead was repositioned. Additional information states that the lead dislodgement was confirmed on pre-discharge check. The sensing and threshold had changed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.